Event description:
It was reported that the device was at eri (early battery depletion) and that early battery depletion was suspected because all parameters were operating at normal settings. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary testing found the device to be pacing at eri (elective replacement indicator) with a battery voltage reading of 2.17 volts. Further analysis confirmed a high current drain condition. Electrical analysis found the cause of the high current drain was due to excess dc leakage in the a battery filter capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was at eri (early battery depletion) and that early battery depletion was suspected because all parameters were operating at normal settings. The device was removed and replaced. No patient complications were reported as a result of this event.